Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was no capture threshold on the left ventricular (lv) lead. After further assessment in clinic, it was noted that the lv lead was dislodged. The lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The full measured s-curve hump height was within specification.